Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: user's test strip had poor fill.

Event description:
Consumer complaint of about low blood results. Customer's nurse states that the pt feels well and requires no medical attention. Customer's expected blood results are 85-127 mg/dl fasting. Verified the strips expire 04/16/2018. Customer confirms the strips are stored properly and was first opened the week of (B)(6). Reviewed meter memory: 93 mg/dl (B)(6) 2015 07:14:00 am fasting: yes; 68 mg/dl (B)(6) 2015 07:02:00 am fasting: yes; 65 mg/dl (B)(6) 2015 06:54:00 am fasting: yes; 88 mg/dl (B)(6) 2015 03:08:00 pm fasting: yes; 128 mg/dl (B)(6) 2015 06:58:00 pm fasting: yes. Customer concern: with 65 mg/dl on (B)(6) 2015 06:54:00 am and 68 mg/dl on (B)(6) 2015 07:02:00 am. No adverse event reported.